Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was over 600 mg/dl. Troubleshooting was performed. The settings on the insulin pump were correct. Ran a fixed prime test and the insulin exited. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.